Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at battery tube threads area and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the buttons on the insulin pump are unresponsive. Customer's current blood glucose reading is 500 mg/dl and has treated with a syringe. No further information reported.